Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully depleted and the pump shut off. When powered on, the pump indicated a data log corruption. The customer¿s blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.